Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 290 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with no esc or act button response due to a flattened button dome switch. The keypad on the lcd board was inspected and no anomaly was noted. No blank display or display anomaly was noted during testing. Unable to perform the basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurements due to no esc and act button response. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.